Event description:
Device report from synthes (B)(4)reports an event in (B)(6) as follows: it was reported that the surgeon opened the package of 4-screw set and only one of the screws was usable. The surgeon was unable to insert the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device by the complaint handling unit revealed the screw's distal working tip was worn but the threads of screw were in good condition. The screw was manufactured in june 2013 according to specifications. The investigation has shown that the screw was damaged on the distal working end. The complaint condition is likely the result of high bone density, which caused the screw to become worn during insertion.

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.